Event description:
A cardinal pleurx catheter was placed for the drainage of pleural fluid. About two weeks later, the catheter was removed because there was leaking around the catheter site and the catheter had become dislodged. It was subsequently determined that there have been 10 other patients that have had pleurx catheters placed at our facility between 11/27/07 and 2/20/08 that have had complications that include leakage around the catheter site, infection at the catheter site, or the catheter becoming dislodged. Clinicians involved have expressed that the complications described above may be related to catheters not adhering to the skin as they were designed to do. Also, information provided to us by the manufacturer (cardinal health) indicates that excessive amounts of glue used during the manufacturing process allowed the adhesive to come in contact with the cuff material.